Event description:
Pt admitted with symptoms of shunt malfunction. X-ray showed fracture of tubing distal to its attachment to the valve. Pt required an operative procedure to replace the broken tubing. The shunt was implanted on 6/29/92 and revised in april, 1997. The shunt was given to the pt's father.